Event description:
Pt was s/p mva on 8/28/02 with multiple injuries including splenic rupture, inferior renal caval tear, small bowel injury. In 2002 pt underwent hickman catheter placement. At closure, pt developed hypoxia, followed by bradycardia and asystole. Pt died despite rescusitative efforts.